Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery with a 6fr 25cm non-bsc introducer sheath. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. After a .014inch x 300cm non-bsc guide wire crossed the lesion, a 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for pre-dilation. The balloon was initially inflated at 10 atmospheres; however, on the second inflation at 11 atmospheres for 15 seconds, the balloon ruptured. The device was simply and completely removed from the patient. The lesion was dilated with a 4-15 coyote balloon catheter and two 7x15 innova stents were then placed. Post dilatation was performed using 4-15 coyote balloon catheter. Satisfactory dilatation was obtained and the procedure was then completed. No patient complications were reported and the patient's status was stable.